Event description:
A 4.2mm arthroscopic shaver, remanufactured by ascent, began to leave what appeared to be metal shavings in the patients knee during an arthoscopy of the knee. This was noticed immediately by the surgeon and the shaver's use was discontinued. A new product was obtained that had not been remanufactured. The debris was suctioned out and irrigated. The procedure continued without incident. Manufacturer response (as per reporter) for shaver blade, gatormade ascent aware of incident. They have not provided much feedback until they are able to evaluate the blade. They did say that based on their experience this type of damage is caused by excessive force on the blade.

Event description:
A 4.2mm arthroscopic shaver, remanufactured by ascent, began to leave what appeared to be metal shavings in the patients knee during an arthoscopy of the knee. This was noticed immediately by the surgeon and the shaver's use was discontinued. A new product was obtained that had not been remanufactured. The debris was suctioned out and irrigated. The procedure continued without incident. Manufacturer response (as per reporter) for shaver blade, gatormade ascent aware of incident. They have not provided much feedback until they are able to evaluate the blade. They did say that based on their experience this type of damage is caused by excessive force on the blade.